Event description:
The resident was placing the dialysis catheter. After the guidewire was removed and the sheath was placed, the catheter was advanced 1/2 way when the pt complained that they could not breath. The neck started to swell and the pt went into cardiac arrest and was moved to ICU were a trachea tube and ventilator was placed. The pt's health seemed to descend from there. The hospital does not feel that this should be reported as a product problem.